Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: d314vrg ICD, implanted: (B)(6) 2011; 693565 lead, implanted: (B)(6) 2011; 6937a-58 lead, implanted: (B)(6) 2011. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650 / expiration date: 11/30/2018, UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device: mfg date: 11/30/2017, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that as the patient powered up their controller with a fully charged battery, the controller alarmed and would not stop. The patient performed a controller exchange. The controller remains in use. The battery was suspected to be the cause of the alarm and the patient was given a different battery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and one battery were not returned for evaluation. Log file analysis revealed multiple controller power up events logged on (B)(6) 2018 between 21:18:56 and 21:21:12 and an associate motor start event on 21:21:12. The controller remained without power for 136 seconds. There are no data points recorded before the loss of power. The data points recorded after the loss of power revealed that a battery was connected to power port 1 and a battery was connected to power port 2. This is related to the reported ¿controller alarmed and would not stop¿. As a result, the reported loss of power was confirmed; however, there is no evidence that suggest that the battery contributed to the loss of power. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: battery / (B)(6) h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.